Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chamber is expected, but has not yet been returned to fisher & paykel healthcare in (B)(4) to determine if it caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that two mr290 vented autofeed humidification chamber cracked after five hours of use and four days of use respectively. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chambers were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected. Results: visual inspection revealed that both chambers had a horizontal crack in the chamber dome underneath one of the ports. Conclusion: we were unable to determine what had caused the cracking on the chamber domes; however, our previous investigations into similar complaints showed that cracks on the chamber dome can be due to the application of excessive pressure. The integrity of the chamber can be affected when pressure exceeds 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Moreover, the hospital reported that the damage occurred after a period of use, which suggests that the subject mr290 chambers became damaged after they were released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that two mr290 vented autofeed humidification chambers cracked after five hours of use and four days of use respectively. No patient consequence was reported.